Event description:
The pt is pursuing a product liability claim arising out of the sue of the zimmer nexgen gsf cr-flex femoral component. It was reported by the pt's counsel that the pt also received a tm monoblock tibia on (B)(6) 2005 and was revised on (B)(6) 2006.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.